Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 due to pelvic organ prolapse, cystocele to introitus and meshes were implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent removal of exposed mesh on (B)(6) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that the patient underwent revision/suture clipping on (B)(6) 2012 due to protruding suture, revision/mesh trimming on (B)(6) 2012 due to mesh protruding thru apex of vagina, mesh removal on 05/24/2012 due to erosion and revision of vaginal graft at vaginal apex on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.